Manufacturer narrative:
Analysis was unable to confirm the customer comment of an error generated which indicated "no connection". The programmer connector was cleaned and the battery replaced as preventive measures and the cable connector was inspected but there were no anomalies noted. The device passed all final functional and systems tests.

Event description:
It was reported that upon boot-up the analyzer generated an error message indicating "no connection" and it was further reported that this happened with two different programmers. The analyzer has been returned to service. No patient complications have been reported as a result of this event.